Manufacturer narrative:
Advanced technical review (results): system log investigation: a review of the logs for the vessel sealer extend (vse) associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis engineer. The following additional information was provided: logs show that the vse with the blade exposed is (part number: 480422-01, lot k10230123-0134), which was the first vse used. Instrument was installed once and passed homing. 18 cut events were completed by this instrument. After the 18th completed cut, the logs show the following events occurring within 10 seconds of each other: jaw angle open, blade dwell recovery, cut failed, and blade jammed. Msc logs show error 22025 indicating a vse blade jam at the same timestamp as the dsp log event for a jammed blade. E-100 energy logs show no sealing errors with this instrument over 31 seal events.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting stuck on the arm with the blade exposed, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer stated, that they were able to remove the instrument. There was minor bleeding due to the vse not sealing a small portion of the tissue. The site installed a new vse and continued with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly, did not sufficiently complete a seal. And it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) was stuck on the arm with the blade exposed. The customer stated, that they were able to remove the instrument. There was minor bleeding due to the vse not sealing a small portion of the tissue. The site installed a new vse and continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.